Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that something was not working right since last friday. They stated that the healthcare provider (hcp) changed the program a day prior and symptoms had gotten worse. Patient had to catheterize and had 300cc. There was no fall or trauma could be related to the issue. It was noted that patient therapy was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.